Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, fatigue, and dyspnea, and the right atrial (ra) lead was found to exhibit extensive noise and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.